Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿device rupture¿. The device involved corresponds to a motiva implant. Attempts to request the event information as device description as catalogue and lot number, clinical evidence and relevant information of the alleged event are being performed. As stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Dfu review: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to happen when the implant has been in place for a long time. Rupture of a silicone gel-filled breast implant is most often silent (the patient does not experience any symptoms and there are no physical signs of changes with the implant) rather than symptomatic. Therefore, patients should be advised to have regular mris over their lifetime to screen for silent rupture even if they are not having any apparent problems. The first MRI should be performed at 3 years postoperatively, then regularly at 2-year intervals, and the images submitted to the treating surgeon. Patients should be provided with a list of radiology centers with experience with breast implant MRI f ilms to scan for signs of rupture.the importance of these MRI evaluations should be emphasized. If rupture is noted on an MRI, the patient should be strongly encouraged to have her implant removed¿ per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Establishment labs will continue to monitor for similar complaints/trends.

Event description:
Title: device rupture.

Manufacturer narrative:
1. Overview. The quality department (pms) received a complaint involving a motiva® device. 2. General conclusion. Device involvement: a causal relationship between the reported event and the device could not be established. Event characterization: the event was classified as device not returned. 3. Technical investigation summary: laboratory testing: laboratory testing could not be performed as the device was not returned for evaluation. In the absence of the physical product, it was not possible to apply the defined test methods or conduct any material or functional analysis in accordance with standard procedures. Root cause analysis: based on the investigation performed, the event could not be confirmed, and no definitive root cause could be identified. Without the returned unit, objective verification and technical investigation remain inconclusive. 4. Dfu and labeling evaluation: the alleged event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to occur over time. Silent rupture is common and often asymptomatic; therefore, patients should undergo regular MRI screenings starting at 3 years post-op, then every 2 years.¿ the dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva. Health. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Literature reference: handel, n., garcía, m. E., & wixtrom, r. (2013). Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132(5), 1128. "A number of risk factors for rupture have been identified; the most common cause is surgical instrument damage." 5. Device history record (DHR) review: DHR review could not be performed due to no lot number was provided. 6. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.